Event description:
The customer alleged that he performed control tests and received results of 30 and 60 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer declined to troubleshoot his contour system and ended the call. No product will be returned for evaluation.